Event description:
It was reported that a patient underwent a sling procedure in 2008. During the procedure, the release wire could not be removed and the mesh pulled out with the inserter. The procedure was successfully completed with an obturator sling device.

Manufacturer narrative:
Date sent to the FDA: 10/23/2008. Conclusion: the product upon which this medwatch is baed is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.